Event description:
My daughter has had a medtronic baclofen pump implanted when she was (B)(4) for her cerebral palsy related spasticity. She is now (B)(6). The pump started having issues in 2011 and found to be on a recall. She went through many complications as a result because these pumps are easy to get put in but doctors do not want to admit there is an issue even when symptoms are present. Fast forward to 2014 from 2011 when she had to have 3 pumps implanted before they worked right and then pump failed again. Now since the last pump implanted in 2014 she has never returned to full function. She was starting college and fluent in 2 languages and no cognitive impairment except when the pump had issues. Never hospitalized except for scheduled orthopedic related surgeries except when this pump malfunctioned. Doctors do not want to treat or admit that issues are related to pump. Showed them recall notice with same symptoms as noted on recall notice. Instead they called medtronic rep who told them even though her pump number matched same recalled batch that the erick number is not from a defective one so they still refuse to treat my daughter. She has gone from a beautiful young smart girl to someone who is tortured daily with this pump and time has stopped for her because she just talks to herself all day and cannot go to school or therapy. I fight everyday and argue with doctors who have conflict of interest because they also work for the company being paid to sell this product to other doctors and get new pts to have it put in but when it causes issues they do not want to admit it. The FDA is here to help the pt yet instead of listen to the scientific evidence they would rather call the company than the FDA as if the company will admit their product is defective. This pump with the drug baclofen in it is like someone on a runaway IV that is sending medicine throughout the body at whatever rate it feels like. The side effects have sent my daughter's heart rate as high as 252 due to withdrawal and causes severe muscle spasms, insomnia, inability to swallow, urinate, severe constipation. It locks up the whole body. Then when it feels like it the pump will give too much so she is nauseous, slurring her words, limp as a rag doll one day and stiff as stone the next. I have had every test known to man and she has no other related medications except asthma meds and all tests come back normal. I've gone to outside consults and psychiatric evals to no avail. Others who have had removed have died due to the severe withdrawal yet the doctors will tell you to keep adjusting the medicine in the pump to give more and more until the pt is insane and pulling their hair out while tied down to the bed after the gaba in their brain is like a wwe wrestler. We spent 9 months taking the dose of the pump down but it never made a difference because the pump doses whatever it wants, whenever it wants to and there is no test that I've been made aware of that can observe that. There is only the dye study which shows the baclofen is leaving the pump because when they measure and subject the volume of medicine they can see there is less but the issue is that the medicine is leaving the pump but infusing at whatever rate it wants so it may be giving twice as much one day and nothing the next yet the rate of volume gone is equal to what it should be but the dosing schedule is totally off. This is evidence by the change in muscle tone and symptoms clearly of withdrawal and overdose but the doctors will say it's the gaba or dopamine doing that. If so when I asked them what would make that happen in the absence of any known condition or test then they say they don't know yet they have been told by the company to not replace the device for the pts or admit there could be an issue. Please FDA help to ban these doctors from being basically sales reps for the company while pts die and suffer massive injury from this product.